Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The act and escape buttons did not respond due to flattened button dome switches. No moisture damage was noted on the electronics. The displacement, basic occlusion, occlusion, prime, excessive no delivery alarm tests could not be performed and no battery out limit alarm could be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the buttons on the customer's insulin pump is unresponsive. Customer's blood glucose level at the time 287 mg/dl. Advised insulin pump would be replaced. No additional information was provided.